Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4)2017, that on (B)(6)2017, the patient experienced a detached sensor wire and an adverse event. The sensor was inserted into the abdomen on (B)(6)2017. It was reported that upon sensor removal, the patient could not find the sensor wire. The patient stated that they developed an abscess but was unsure if it was caused by the sensor insertion. The patient went into a clinic for treatment on (B)(6)2017 around 1:00pm. The on-call nurse treated the patient by giving the patient antibiotic injection. The nurse referred the patient to primary care where the abscess was cleaned and drained and the patient was released from the clinic around 4:00pm. Further contact was made with the patient on (B)(6)2017. It was indicated that the patient forgot to retract the collar before releasing the applicator from the sensor pod. The sensor failed and when the patient removed the sensor pod, the wire was not visible. The abscess was treated twice and the patient was prescribed clindamycin oral antibiotics for 10 days. At the time of contact, the patient was doing good. No additional patient or event information is available. No product or data were provided for evaluation. The reported event could not be confirmed. A root cause could not be determined. It was reported that the patient did not pull up on the collar and the sensor was not deployed correctly. Labeling indicates that: collar removes insertion needle. Helps remove applicator barrel once sensor wire is inserted.